Event description:
Procedure: hernia. According to the reporter: on (B)(6) 2014, the patient had the mesh implanted. On (B)(6) 2014, the patient reported experiencing postoperative pain. The pain was treated with medication and noted to be resolved on (B)(6) 2014. According to the principal investigator, there is a possible relationship.

Manufacturer narrative:
(B)(4).